Event description:
Customer reported difficulty inserting the sensor. The blood glucose reading was 48 mg/dl. Customer treated with soda and food. She reported that the needle hub was stuck in the serter. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.